Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02july2019. The device was not evaluated by a philip's employee. Technical support suggested replacing the battery.

Event description:
Customer contacted technical support stating that unit had not been used for a while and that it had the error code message of battery faulty or missing. The customer reported there was no patient involvement.